Event description:
The castor broke off of the navigation system cart ii at the user facility. No patient involvement, adverse consequences, medical interventions, or delays were reported with this event.

Manufacturer narrative:
The reported event that the castor was broken off the cart was confirmed by a manufacturer field service technician.

Event description:
The castor broke off of the navigation system cart ii at the user facility. No patient involvement, adverse consequences, medical interventions, or delays were reported with this event.